Manufacturer narrative:
Examination of the submitted devices confirmed the sigma fem adapter 5 degree was lodged in the sig fem adpt torque wrench as reported. The root cause is attributed to product design. (B)(4) was released january 2015 to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When torquing the femur implant to the adaptor and adaptor bolt implants (as per the surgical technique) the torque wrench got jammed onto the 5 degree adaptor implant and could not be removed. We manage to undo the femur implant to which the adaptor was torqued to put couldn't separate the adaptor from the wrench. This resulted in us having to open a second adaptor implant and second tray of instruments to be able to complete the surgery. Delay to surgery of 10 mins. The torque wrench with adaptor still stuck has been sent off to sterile services for decontamination so that it can be returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.